Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the second and third activation of the last shot, the surgeon feels increased resistance from the stapler. On opening the jaws he finds that the tissue was cut and not stapled. He requires to use another reload to staple the stomach segment that was left open. There were no patient consequences.